Manufacturer narrative:
The device was returned due to a cardiac tamponade. Optical fiber 1 no longer met specifications for optical properties; however, contact force was displayed when connected to the tactisys quartz unit with no error messages noted. The device met specifications for electrical testing, temperature testing, and leak testing. The analysis of the log files indicated that optical fibers 2 and 3 met specifications but optical fiber 1 did not meet specifications for cavity distance; however, contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of optical fiber 1 not meeting specifications for optical signal properties and the cause of the reported cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred. Non significant hypotension was noted prior to insertion of the ablation catheter requiring no intervention. The procedure continued and the ablation catheter was inserted into the patient and while mapping the left auricle for approximately 10 minutes, the cardiac silhouette appeared abnormal. An echocardiogram was performed and revealed a cardiac tamponade. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott device.